Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure the helical blade/screw coupling screw would not advance over the 3.2mm guide wire when going to implant the helical blade. They opened up another tray and used the coupling screw from another set. Upon inspection of the instrument after the case it would not allow the guide wire to pass through. Procedure was completed successfully. No patient consequence. Concomitant device reported: unk - guide/compression/k-wires: trauma: (part # unknown; lot # unknown; quality:1), unk - nail head elements: helical blade: (part # unknown; lot # unknown; quality:1). This report is for one (1) helical blade/screw coupling screw. This is report 1 of 1 for complaint (B)(4).